Event description:
The customer reported that during the use of the golvo 9000 lift, the patient slipped out of the sling, fell, and sustained an occipital subdural hematoma. It was also reported one of slingbar's latches broke when the slingbar came off. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
An hillrom technician inspected the lift and its accessories and confirmed they worked as intended. The technician noted that the lift was being used in conjunction with a balea scal¿up 200kg and that this had been incorrectly assembled, as also evident in the pictures provided. The customer¿s report of the slingbar's latch breaking likely indicates that the user did not correctly place the sling¿s loops into the sling bar hooks. The latch of the slingbar was replaced, the scal'up system was re-assembled appropriately. The liftstrap was found to be worn and it was also replaced as part of the service event. The function of the latches is to prevent the sling harnesses from migrating out of the slingbar hook when the harness is slacked, in other words when no patient is being lifted in the sling. These latches make it easier for the caregiver to attach the sling loops to the sligbar hooks, preventing the sling loops from moving out of the hooks during preparation and before the patient is lifted. When used as intended, the latches are not subjected to forces and will not disconnect from the slingbar. When the sling loop is not properly resting in the hook or is partially attached around the latch, the latches for hillrom¿s universal slingbars may detach early in the lifting process when subjected to minimal force. This design prevents a patient from being lifted to a height which could be potentially hazardous while the sling harness is improperly attached. In regards to this, the golvo 9000 instruction for use (7en140108 rev. 5) states: "before lifting, always make sure that: the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface." The sling bar latches are intact. Missing or damaged latches must always be replaced with new ones" additionally, the IFU instructs: "if the slingbar is not level, or if the sling loop(s) is(are) wrongly attached to the slingbar, lower the user to a firm surface and adjust according to the instructions for use of the sling in use." A subdural hematoma is a type of bleeding in which a collection of blood gathers between the inner layer of the dura mater and the arachnoid mater of the meninges surrounding the brain. Subdural hematomas are either acute or chronic. Acute subdural hematomas commonly form because of a severe head injury. Chronic subdural hematomas develop due to mild or repeated head injuries. Chronic subdural hematomas are common in older adults who repeatedly fall and hit their heads. People with a bleeding disorder and people who take anti-coagulants are more likely to develop a subdural hematoma. Intervention for this type of injury requires urgent diagnosis using imagery (CT) and/or lab tests to determine severity. Further treatment is dependent on severity. Small hematomas without symptoms may require no additional intervention other than rest and pain medication, whereas a larger hematoma may require decompression using surgical intervention. This event was likely due to use error/ device misuse in sling application to the lift leading to one of the sling loops to come off the sling bar hook. Prevention for such an event is outlined in the IFU and noted above. Although there was no malfunction found with the device and the event is contributed to an user error, the injury sustained by the patient (an occipital subdural hematoma) is considered serious. Therefore, hillrom considers this complaint reportable.